Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a hip procedure on (B)(6) 2015. Review of radiographs revealed a bio-plug wire fell down distal from the stem and the wire was cemented. There has been no reported revision procedure to date.